Event description:
It was reported that during a remote follow-up, there were episodes of undersensing on the device. Technical support was contacted and suspected that the undersensing was due to a loss of tissue contact. No intervention has been performed at this time. The patient was stable and will continue to be monitored.